Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. When the pump was plugged into a power source, the pump did not recognize the power source. In addition, it was reported that the pump battery gauge dropped from 90% battery life to 15% overnight. The customers blood glucose level was not impacted. It was indicated that the customer would use backup pump as alternate insulin therapy.